Event description:
It was reported that approx 18 mos post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The previous implanted taxus express2 drug eluting stent ( size unk), which is overlapping a few bare metal stents ( size and MFR unk), 'clotted' at the distal end of the stent. The pt had stopped taking plavix. The physician used a 30x30mm balloon ( MFR unk) to remove the clot. Pt status reported as " fine/ok". Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.